Event description:
General report received of an unspecified number of undocumented incidents of leaks; subsequently, blood loss was noted. The tubing sets were being used to deliver an unspecified medication via gravity. The option-lok male adapters of the tubing sets were connected to the pts' IV access sites. On unspecified dates, it was reported that solutions leaked from unspecified locations on the tubing sets. Unspecified volumes blood loss were noted. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pts effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.